Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. The customer's blood glucose (bg) level was 567 mg/dl. Customer delivered a correction injection to address bg. Reportedly, the customer was using a non-tandem wall adapter and usb cable in an attempt to charge the pump. The pump charged successfully after the customer used a 2nd charging cable and wall adapter. The customer reverted to an alternative method of insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.